Event description:
Treatment was initiated and pt immediately exhibited shortness of breath, flushed appearance, diaphoresis. Treatment immediately discontinued by stopping the blood pump, clamping the blood lines, and disconnecting the hansen connectors from the dialyzer. The blood in the dialyzer had a brown, foamy appearance. The blood was not returned to the pt. The pt was placed on oxygen and received benadryl 25 mg ivp which alleviated the symptoms. Upon investigation: the machine had been set up for an hour and twenty mins. The dialyzer had been primed with 500cc normal saline and that prime was discarded. The blood pump was running. After an unknown amount of time, the pt care tech had to change the normal saline bag because the bag was almost empty. Recirculation time was noted as 4:40 pm. Treatment was initiated at 6:00 pm. The test for the presence of residual renalin was drawn from the arterial port on the blood line. It was done just prior to initiation of treatment. It was negative. When the nurse started to initiate treatment, she noticed the machine was in dialysate bypass mode. The machine would not come out of bypass. The bio-med tech was called to the treatment area. The hansen connectors were disconnected from the dialyzer and the machine was put into rinse mode and re-tested. It passed test mode. The dialyzer was re-connected. Treatment was initiated. The pt experiences symptoms immediately. The nurse immediately stopped treatment. At this time, nurse noticed the machine was again in bypass mode. The bio-med tech was called to the treatment area and was unable to get the machine out of bypass mode. The dialyzer and blood lines were removed from the machine. The machine was removed from svc. The arterial blood port was again tested and was again negative. The venous port was tested and was positive for the presence of residual renalin. New dialysis supplies were set up on a different machine. Pt's treatment was initiated without incident. Pt tolerated treatment with no further symptoms. Baxter was notified. Baxter technical dept was notified.